Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2011. In addition to oral medication (5 mg of glipizide and metformin), the patient stated she also manages her diabetes with diet and/or exercise. In response to the alleged power issue, the patient indicated she continued with her usual dose of medication in the morning and evening. According to the csr's documentation, sometime between 7-8am, the patient reportedly fainted, the emergency medical services (ems) was contacted, the patient obtained a blood glucose result of "67mg/d" with the esm's meter, and the patient was administered food and/or drink by the health care professional (hcp). During troubleshooting, the csr educated the patient on the subject meter's auto-shutoff feature and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.